Manufacturer narrative:
(B)(4). It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device is filed under a separate medwatch report number. Evaluation summary: the device was returned for evaluation. The posterior cuff tab detachment from the posterior needle tip would appear similar to a needle to cuff miss, thus the reported suture break is confirmed. In addition, analysis found one posterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, two unused, sterile devices with lot #50720k2 were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 5f after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a suture break occurred. A second proglide device was used with the same result. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.